Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were explanted and replaced with a non-boston scientific device and lead due to pocket erosion and infection one week post implant. No additional adverse patient effects were reported. The product was retained by the hospital and will not be returned.